Event description:
It was reported that the patient underwent for an MRI without putting the implantable cardioverter defibrillator into MRI mode. Programming changes were performed. There were no patient consequences.